Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose of 450 to 600 mg/dl. Troubleshooting found that the pump is cracked at the reservoir compartment and a piece of plastic has come off of the lid. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive up button due to moisture damage keypad traces. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. No unexpected numbers ramping or scrolling during our testing. No moisture damage was found on the electronic assembly during our visual inspection. The insulin pump had minor scratched lcd window, broken battery tube threads, broken reservoir tube lip, cracked case at the reservoir tube window corners and stained end cap sticker. No cracked lcd window noted.